Event description:
It was reported that the customer had an incident with insulin pump while priming it. The customer's blood glucose level was unknown mg/dl. The patient state that the insulin didn't asked him if he saw drops at the end of the tubing and then froze up. The customer reported that he pressed escape and cause him to rewind and refill the insulin pump again. The customer was advised to call help line if anything happens. No further information was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.